Event description:
It was reported that the patient did not comply with post procedure instruction. The lead exhibited poor r-wave sensing and increased pacing thresholds. Dislodgement was suspected. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.